Event description:
The following was reported to hamilton medical ag: loss of external power due to defective power supply unit alarms with "loss of external power" and continous on battery power. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).